Event description:
During the procedure the balloon of this device ruptured while being used in conjunction with a competitor's stent. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.